Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's balloon broke and another unit was used. Patient was ventilated by anesthesia. The defective unit was replaced with a working one.